Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and lymphadenopathy.

Event description:
Healthcare professional reported left side "ganglionic formation with characteristics indicative of inflammation", "macrocalcifications" and "capsular contracture baker grade IV". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: calcification: not observed. Capsular contracture: unable to observe. Lymphadenopathy: unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported left side "ganglionic formation with characteristics indicative of inflammation", "macrocalcifications" and "capsular contracture baker grade IV". The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - calcification: not observed. - capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side focal microcalcifications, capsular contracture baker grade IV, and chronic inflammatory infiltrate. Device has been explanted and replaced with another manufacturer's device.